Event description:
It was reported on (B)(4) 2014 that the complaint was received directly from the hospital by (B)(4). The customer was unable to get a fiberoptix sensor (fos) signal. Additional information received on (B)(4) 2014 from (B)(4) stated that the event occurred on (B)(6) 2014 in the surgery theatre and in the recovery room. The event occurred three times with the same patient. There were no clinical consequences. Updated information was received on (B)(4) 2014 providing clarification for the events. The first intra-aortic balloon (iab) was inserted and the fos did not work. The iab was removed. Reference MDR #1219856-2014-00222 for the second event.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.